Event description:
It was reported the patient was unable to communicate with the ipg using external devices. A replacement charging system was seen to the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.